Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to confirm the keypad anomaly due to the blank display.

Event description:
The customer reported a button error alarm and unresponsive buttons. Troubleshooting was performed, and found that the buttons were not pressed for three minutes or more. Advised that the insulin pump would be replaced. Nothing further was reported.